Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture, decrease in sensing and low impedance were noted on the rv lead. Echogram revealed perforation. The lead was explanted and replaced. The patient was discharged after the procedure.